Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6) explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 39286, serial# unknown; product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a specific type of lead placed on (B)(6), but had right ankle pain incur immediately post -operatively. There was no alleged product issue. He was admitted to the hospital and monitored by the physician. The right ankle pain only let up some. A revision was scheduled for (B)(6) 2015. It was noted, the patient experienced pain at the lead location. During the revision, a different type of lead was opened to try per the physicians¿ requested. The patient had monitored anesthesia so they were able to communicate with the manufacturer¿s representative (rep) and physician. The original lead was removed and the right ankle pain lessened. The new lead was placed and the patient complained of having right ankle pain just as severe. Impedance testing was performed. The new lead was removed and two leads of another type were implanted. The patient was tested and received great stimulation coverage of their bilateral lower legs and was discharged from the hospital. It was noted it was unknown what the cause of the issue was but it was resolved. The patient was seen by the rep. Prior to discharge to make sure his stimulation coverage was still doing great. He was doing much better. He still had some right foot pain, in addition to his typical left foot pain, but it was more tolerable and stimulation did lessen the pain. The patient was going to call the rep. If he had any questions or problems. At the time of the report the patient was alive with no injury.